Manufacturer narrative:
Product event summary continued: further analysis revealed the battery voltage was measured using a voltmeter and was noted to read 0.67v. Pacing output was monitored using an oscilloscope and no output was noted. Telemetry was attempted using a programmer and was not able to be established. The no-telemetry and early battery depletion conditions were shown to be due to the excessive current drain caused by an 8 ohm short between bfflt and vss on the rf tel-m module.

Event description:
It was reported that telemetry could not be established with the implantable cardioverter defibrillator (ICD). A recent remote tran smission report was reviewed indicating a battery voltage below that of elective replacement indicator (eri) voltage. Possible early battery depletion was suspected. The transmission also revealed a warning for high impedance on the high voltage portion of the right ventricular (rv) lead. The ICD was explanted and replaced while the rv lead remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed shorting/low impedance in an integrated circuit.